Event description:
It was reported to philips that during an emergent procedure, the system gave a warning message indicating that exposure was not possible. The report indicated that an injury occurred; however, no further details regarding the alleged injury have been provided to date. An investigation into this complaint has been initiated by philips.

Manufacturer narrative:
Philips has received additional information indicating the harm allegation was due to extended procedure time. There was no other patient or user harm alleged. The investigation into this complaint is ongoing. A final report will be submitted once it is complete.